Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital for an implant procedure. It was noted that during the procedure the lead's voltage impedance was out of range. The lead was cleaned and repositioned several times but the problem persisted so the lead was not implanted and was exchanged. The patient was stable.

Manufacturer narrative:
The reported event was confirmed. A complete lead was returned in one piece. Electrical tests noted right ventricular cables were open and high voltage lead impedance was out of range. The cause of the reported event was isolated to the broken crimp weld at the distal end of the right ventricular shock coil. Analysis identified cracks in the weld surface and the possible presence of medical adhesive contamination in the weld zone. This fracture may be indicative of a manufacturing related issue. No shorting was found between any conduction paths. Other damage on the lead was consistent with procedural damage.